Event description:
This is a report from a nurse with a report of peritonitis and death in a (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. In (B)(6) 2002 or 2008, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse stated that on (B)(6) 2010, the patient expired. The cause of death was unknown. Treatment intervention is unknown. It is unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. Per the nurse the event of death was not related to dianeal therapy. On an unreported date in 2010, the patient developed peritonitis. On an unreported date in 2010, the patient was hospitalized due to the peritonitis. On (B)(6) 2010, the patient expired while hospitalized. The cause of death remains unknown.

Manufacturer narrative:
(B)(4). Root cause could not be determined based on information available. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed.